Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that there was no redness or a bump when they removed the pod. The pod was worn for 4 to 24 hours on the abdomen before the issue was realized. They did not have any sign of a puncture. For this reason they did not believe the cannula properly inserted. The patient's blood glucose levels reached 295 mg/dl. The patient corrected by dosing boluses (14.5u). The patient's blood glucose history are as follows: (B)(6).